Event description:
It was reported during a laparoscopic realize adjustable band procedure, after pulling the band around retro-gastrically they could not get it to lock properly on the stomach. The band became stuck and could not be removed. The band was cut off and a new one was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Torn two distinct parts from the band/balloon were returned for evaluation. Per visual inspection, it was observed that the buckle on the snorkel side was returned torn, it was also noted that the balloon was grasped on the buckle side, mark of grasper were observed on the balloon (balloon torn). The complaint cannot be confirmed. The band was returned with the buckle torn. Damage to the buckle may have contributed to initial inability to close the band. Subsequently, it is tentatively suggested that excessive pulling force may have been used, causing the device to be closed beyond the locking grip. As a consequence the band could no longer be unlocked. The product's instructions for use (IFU) cautions against damaging any part of the band. One possible cause is that the band was inadvertently damaged during implant causing the buckle to tear right through during band closure. Devices are subjected to a 100% visual inspection prior to release. Due to the damage to the band, product analysis was limited to visual examination of the returned device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.